Event description:
Pre-operation and operation notes were received. In the notes, the patient's lungs were noted as clear to auscultation bilaterally. The patient's diastolic bp was noted as low at 55mmhg at the physical examination. Impedance on the generator was normal at 2223 ohms. It was stated that there were no complications and estimated blood loss from the surgical procedure was minimal at 5ml. After surgery, the patient had no pain at any other site than the procedure. There was no report of hoarseness or croup and the patient was noted not to have weakness or numbness after the surgical procedure. No additional relevant information has been received to date.

Event description:
The patient had vns replacement surgery on (B)(6) 2016. The surgery was initially said to have gone fine by the surgeon and as far as he knew, the patient left the hospital on the same day of surgery and he was unaware of any adverse events. But after the surgery, the patient began to have fevers, cough, and loose stools and had to be hospitalized in the ICU. It was initially thought the patient was septic, but now it is thought that the adverse events are being caused by the patient having aspirated during the vns implant surgery. The neurologist was not aware of any adverse events occurring. No additional relevant information has been received to date.